Manufacturer narrative:
Unit passed displacement test and active current measurement. Unit received pump error 75 during self test, failed sleep current measurement and received pump error 25, unexpected battery power loss, problem isolated to internal lithium battery. (B)(4).

Event description:
The customer reported via phone call that insulin pump had power error detected alarm. The customer¿s blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.